Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the flapfix implant broke during application. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents for both devices were reviewed and no complaint related issues were found. The investigation of the application forceps has shown that the cutting mechanism is blunt. During a function test we were able to reproduce the complained malfunction with the received instrument. The blunt cutting blade has the effect that the user would be exerting too much force and can not hold the forceps stable. This instability can lead to bottom disk pull out. This device was manufactured in the year 2007. Therefore we suppose that normal wear and tear by intense use caused the damage of the cutting edges.